Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet from the reported product code/lot number combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a leak in the capiox device prior to a procedure. Follow up communication with the user facility confirmed the following information: during the priming, there was leakage from the bottom of the oxygenator purge line. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return and completed investigation. Visual inspection upon receipt found that the purge line tube had almost come off on the segment adjacent to the joint with the purge line tube on the oxygenator module. The support arm was found to have been partially broken on the component to be fitted to the oxygenator, which, however, is not reported in the complaint description. It is likely that the break occurred during the transportation back to (B)(6) and is not evaluated in this report. The actual sample was built into a circuit with tubes and colored saline solution was circulated in it while the actual sample was observed for any leak. A leak was found at the base of the purge line tube. Magnifying and electron microscopic inspections of the cut cross-section of the purge line tube did not reveal any embedded foreign particle or entrained air bubbles which would have contributed to the generation of the fracture. It was revealed that some segments had the smooth surface and the other segments had the rough surface, with the generation of some streaks on the smooth surface. The streaks implied that the purge line tube had started to break at a point and the break developed in the direction the streaks pointed. The state of the damage of the purge line tube of the actual sample is experientially known to be consistent with the state when the joint of the purge port and tube has been exposed to shock force, e.g. By being hit with forceps during priming. The tube may get broken due to the stress concentrated in the boundary between the tube and the port, where the hardness of the materials changes. Reproductive tests were conducted as follows: the purge line tube of a current product sample was let to get broken by it being exposed to external shock force. Electron microscopic inspection of the break cross-section found the break configuration was very similar to that of the actual sample. The purge line tube of a current product sample was then broken by exposing it to pulling force. Electron microscopic inspection of the break cross-section revealed it had the rough surface. This break configuration differed from that of the actual sample. The purge line tube of a current product sample was cut vertically with a sharp tool. Electron microscopic inspection of the cut cross-section revealed it had the smooth surface but with a characteristic pattern on it. This break configuration differed from that of the actual sample. Based on the actual sample inspection result, the purge line tube broken at the joint to the purge port is likely to be the cause of the reported leakage. The instructions-for- use (IFU) states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx25 oxygenator and reservoir. There is no evidence that this event was related to a device defect or malfunction. The evaluation inspection did not reveal any inherent deficiency on the purge line tube of the actual sample. As a cause of the break on the purge line tube, from the information that the customer had found the leak during priming, and from the reproductive test result, it is likely that the actual sample was subjected to some intensive shock force which exceeded the strength limit of this product. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct report date. It was inadvertently entered as 16-feb-2018 on the initial report. The correct date is 16-jan-2018.